Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain: one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010, during drain cycle 5. The patient's drain volume was 3523ml. The fill volume was 2000ml. This meets iipv criteria. The nurse could not confirm nor deny whether the patient reported any symptoms of overfill as she did not recall. The nurse stated that ever since the fca recall letter, patients have been calling in more frequently. The nurse was notified of the probable cause of the iipv found during evaluation. Furthermore, the patient received his new cycler and has not reported any issues since. There was no patient injury or medical intervention associated with this event.